Event description:
It was reported that the customer is experiencing repeated issues with dbi sensors reading low (60 percent - 80 percent) on pts. When replaced with new dbi or disposable adhesive sensor, the reading is high - 90 percent. The sensors are being used with spacelabs monitors and cables. No known impact or consequence to pt.

Manufacturer narrative:
The returned device was evaluated and it failed continuity test and functional testing. During an internal inspection of the device, the unit was found to have broken solder joint at the detector solder joint assembly.